Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Per medsun report with the following information: type of device; system, endovascular graft, aortic aneurysm treatment device brand name; afx device manufacturer's name; endologix, inc. Date of this report (mm/dd/yyyy); (B)(6) 2017. Describe the event or problem; the patient was brought to or (operating room) on (B)(6) [default (B)(6) 2017 per date of medsun report] for re-operative endovascular aortic repair (evar) with a 28_100/16-40 endologix graft, secondary to the failed endologix graft implanted almost exactly four (4) years earlier [default index case date (B)(6) 2013]. The re-operative evar was a success and the patient was discharged in good condition. Note, the aaa (abdominal aortic aneurysm) did not rupture.